Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted for an unknown product performance issue. The field representative did not have any additional information regarding this event. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was noted to be in 14 pieces. No tests were performed due to the condition of the lead. Visual inspection of the returned segments of lead showed no anomalies in conductors/insulations; however, one of the segments, an electrode tip unit, revealed calcium noted on entire distal tip mesh screen. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.

Event description:
Subsequently the lead was returned for analysis.